Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device extending into the myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 001807-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2012, ovarian cyst (not recovered prior to essure), salpingectomy, amenorrhea, right lower quadrant pain, ovarian cyst, endometriosis, irregular menstruation, paratubal cyst and leiomyoma nos. Previously administered products included for an unreported indication: yaz from 2008 to (B)(6) 2013 and depo-provera. Concomitant products included alprazolam from august 2017 to june 2018, brassica oleracea (cruciferous complete) since (B)(6) 2017, drospirenone;ethinylestradiol betadex clathrate (yaz) since 2008 to (B)(6) 2013, fish oil since (B)(6) 2017, loratadine (loratab) since 2015 to (B)(6) 2018, magnesium since (B)(6) 2015, spironolactone since (B)(6) 2015 and tramadol hydrochloride (ultram ER) from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/painful menstruation"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and acne ("acne"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and anger ("anger"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and complication of device insertion ("right coil not placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, gastrointestinal disorder, alopecia, nausea, vaginal discharge, weight increased and complication of device insertion outcome was unknown and the dysmenorrhoea, fatigue, anxiety, abdominal pain, abdominal distension, anger and acne had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anger, anxiety, complication of device insertion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 168 lbs, deployed in left tube without incident. 3 coils. Right coil not placed. Discrepancy noted: currently planning for essure removal- no . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in january 2015: other (please describe) placement good. Ultrasound scan vagina - on an unknown date: bicornuate uterus, norma ovaries bilateral with bilateral flow. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received. Reporter information, other relevant history, auto-narrative supplement added. Event: "essure device extending into the myometrium" added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 001807-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2012, ovarian cyst (not recovered prior to essure), salpingectomy, amenorrhea, right lower quadrant pain, ovarian cyst, endometriosis and irregular menstruation. Previously administered products included for an unreported indication: yaz and depo-provera. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstruation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), nausea ("nausea") and anxiety ("psychological or psychiatric problems: anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anger ("anger"), acne ("acne") and complication of device insertion ("right coil not placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, gastrointestinal disorder, alopecia, nausea, vaginal discharge, weight increased and complication of device insertion outcome was unknown and the dysmenorrhoea, fatigue, anxiety, abdominal pain, abdominal distension, anger and acne had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anger, anxiety, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 168 lbs, deployed in left tube without incident. 3 coils. Right coil not placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device extending into the myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 001807-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2012, ovarian cyst (not recovered prior to essure), salpingectomy, amenorrhea, right lower quadrant pain, ovarian cyst, endometriosis, irregular menstruation, paratubal cyst and leiomyoma nos. Previously administered products included for an unreported indication: yaz from 2008 to(B)(6) 2013 and depo-provera. Concomitant products included alprazolam from (B)(6) 2017 to (B)(6) 2018, brassica oleracea (cruciferous complete) since (B)(6) 2017, drospirenone + ethinylestradiol (yaz) since 2008 to (B)(6) 2013, fish oil since july 2017, loratadine (loratab) since 2015 to(B)(6)2018, magnesium since (B)(6) 2015, spironolactone since(B)(6) 2015 and tramadol hydrochloride (ultram ER) from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/painful menstruation"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and acne ("acne"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and anger ("anger"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and complication of device insertion ("right coil not placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dyspareunia, gastrointestinal disorder, alopecia, nausea, vaginal discharge, weight increased and complication of device insertion outcome was unknown and the dysmenorrhoea, fatigue, anxiety, abdominal pain, abdominal distension, anger and acne had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anger, anxiety, complication of device insertion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, heavy menstrual bleeding, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 168 lbs, deployed in left tube without incident. 3 coils. Right coil not placed. Discrepancy noted: currently planning for essure removal- no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: other (please describe) placement good. Ultrasound scan vagina - on an unknown date: bicornuate uterus, norma ovaries bilateral with bilateral flow. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Lot number reported (001807) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-may-2021: final report was ticked, no new information is expected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 001807-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (not recovered prior to essure), ectopic pregnancy in 2012, salpingectomy, amenorrhea, right lower quadrant pain, ovarian cyst, endometriosis and irregular menstruation. Previously administered products included for an unreported indication: yaz and depo-provera. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstruation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), nausea ("nausea") and anxiety ("psychological or psychiatric problems: anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anger ("anger"), acne ("acne") and complication of device insertion ("right coil not placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, gastrointestinal disorder, alopecia, nausea, vaginal discharge, weight increased and complication of device insertion outcome was unknown and the dysmenorrhoea, fatigue, anxiety, abdominal pain, abdominal distension, anger and acne had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anger, anxiety, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 168 lbs, deployed in left tube without incident. 3 coils. Right coil not placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device extending into the myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 001807-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2012, ovarian cyst (not recovered prior to essure), salpingectomy, amenorrhea, right lower quadrant pain, ovarian cyst, endometriosis, irregular menstruation, paratubal cyst and leiomyoma nos. Previously administered products included for an unreported indication: yaz from 2008 to (B)(6) 2013 and depo-provera. Concomitant products included alprazolam from (B)(6) 2017 to (B)(6) 2018, brassica oleracea (cruciferous complete) since (B)(6) 2017, drospirenone + ethinylestradiol (yaz) since 2008 to (B)(6) 2013, fish oil since (B)(6) 2017, loratadine (loratab) since 2015 to (B)(6) 2018, magnesium since (B)(6) 2015, spironolactone since (B)(6) 2015 and tramadol hydrochloride (ultram ER) from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/painful menstruation"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and acne ("acne"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and anger ("anger"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and complication of device insertion ("right coil not placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, gastrointestinal disorder, alopecia, nausea, vaginal discharge, weight increased and complication of device insertion outcome was unknown and the dysmenorrhoea, fatigue, anxiety, abdominal pain, abdominal distension, anger and acne had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anger, anxiety, complication of device insertion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 168 lbs, deployed in left tube without incident. 3 coils. Right coil not placed. Discrepancy noted: currently planning for essure removal- no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: other (please describe) placement good. Ultrasound scan vagina - on an unknown date: bicornuate uterus, norma ovaries bilateral with bilateral flow. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Lot number reported (001807) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 001807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (not recovered prior to essure), ectopic pregnancy in 2012, salpingectomy, amenorrhea, right lower quadrant pain, ovarian cyst, endometriosis and irregular menstruation. Previously administered products included for an unreported indication: yaz and depo-provera. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/painful menstruation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), nausea ("nausea") and anxiety ("psychological or psychiatric problems: anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), anger ("anger"), acne ("acne") and complication of device insertion ("right coil not placed"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, gastrointestinal disorder, alopecia, nausea, vaginal discharge, weight increased and complication of device insertion outcome was unknown and the dysmenorrhoea, fatigue, anxiety, abdominal pain, abdominal distension, anger and acne had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anger, anxiety, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs, deployed in left tube without incident. 3 coils. Right coil not placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia); apareunia; dysmenorrhea; dyspareunia; fatigue; gastrointestinal or digestive system condition; hair loss; nausea; pain; psychological or psychiatric problems: anxiety; vaginal discharge; weight gain, acne, anger, bloating were added. Patient's medical history was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.